Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0qqcd, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a sudden "symptom onset" after a fall on their knees in (B)(6) 2015. The "symptoms" occurred daily since fall. During the same time-frame, the patient experienced a "flare up" of spastic colitis. The patient was instructed to set up an appointment to check their device. Specific symptoms, troubleshooting, diagnostics, and patient outcome remain unknown. Follow up was conducted to obtain information; if any information is received, a supplemental report will be sent. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient did not think it was the fall, she thought, it was the colitis. The patient spoke to a manufacturer's representative and he told her he would meet her if it continued. The patient thought it was colitis from going back to work, she felt relieved to talk with a person about it. No further information was provided.